Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was experiencing high blood glucose even after a set change. The customer's current blood glucose level was 568 mg/dl. The customer was off the insulin pump and was treating the high blood glucose with manual injections. It was noted while troubleshooting for the high blood glucose that the customer noticed multiple large bubbles in the tubing. The customer did not allow for insulin to warm to room temperature prior to filling the reservoir. They were advised to change the set. The caller reported that when they removed the set the cannula was bent. After troubleshooting was performed for the bent cannula they were advised to return the infusion set for analysis. The insulin pump passed the self-test, displacement test, and no delivery test. The device will not return for analysis.